Event description:
It was reported that (1) device was used during a laparoscopic prostatectomy. It was reported by the affiliate that the lcsc5 was being pulled out of a trocar and the scissor blade broke. It got stuck in the trocar and was very hard to grasp. Another device was used to complete the case. There was no consequence to the patient.